Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. The pod fell off the infusion site causing the cannula to be dislodged. The patient did not have anymore pods or a back up method of delivering insulin. Symptoms reported include hyperglycemia and vomiting. The patient was treated with insulin at the hospital. The patient was released three days later. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.